Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via web that the head of the tooth brush came off inside his/her mouth, and the thin metal used to connect the head seemed to have come off. No injury was reported.